Manufacturer narrative:
Evaluation of the red72 confirmed that the catheter was fractured. Evaluation revealed stretching at the fractured location. If the red72 is retracted against resistance, damage such as stretching and subsequent fracture may occur. Further evaluation revealed kinks distal to the fractured location and a kink in the proximal shaft. This damage is incidental to the reported complaint. However, the kinks distal to the fractured location may have contributed to resistance during the procedure. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right m1 segment of the middle cerebral artery (mca) using a penumbra system red 72 reperfusion catheter (red72), a non-penumbra guide catheter, a non-penumbra microcatheter, a non-penumbra stent retriever and a non-penumbra guidewire. It was noted that the patient anatomy was very tortuous. During the procedure, the physician experienced difficulty tracking the red72 past cavernous internal carotid artery (ica) and decided to use the stent retriever device. After successfully deploying the stent retriever device into the m1 segment, the physician advanced the guide catheter over the red72 into the vertical petrous segment to offer more support to advance the red72. However, the red72 failed to advance into m1 occlusion. Next, the stent retriever device was completely removed out of the red72 and the red72 was left in place. It was reported that thrombolysis in cerebral infarction (tici) grade 3 was achieved. While retracting the red72 from the guide catheter, the physician noticed the red72 to be fractured at approximately two-third from the hub of the red72. It was noted that the red72 was still attached via the coil wind and pulled out in one piece. The procedure was completed at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility with the following reference number: mw5106439.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2022-00020 : section h. Box 10. Additional narrative and/or corrected data. Evaluation of the red72 confirmed that the catheter was fractured. Evaluation revealed stretching at the fractured location. If the red72 is retracted against resistance, damage such as stretching and subsequent fracture may occur. Based on the reported event and damage at the fracture site, the catheter break likely occurred during removal from the sheath. This is further supported by the full retraction of the non-penumbra stent retriever through the red72. Further evaluation revealed kinks distal to the fractured location and a kink in the proximal shaft. This damage is incidental to the reported complaint. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.